Manufacturer narrative:
Correction to the initial MDR in block(s) patient code, in sections f - for use by uf/importer and h - device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned. Therefore, a technical analysis of the complaint device could not be completed. The reported allegations could not be confirmed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, vessel trauma and hypotension were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial effusion, vessel perforation and hypotension are are known inherent risks of the versacross connect laac access solution device. Pericardial effusion, vessel perforation and hypotension are an expected procedural complication addressed within the IFU for the versacross connect laac access solution.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a small amount of fluid present in the transverse sinus noted prior to the procedure. During the procedure, while the physician attempted to perform the transseptal puncture below a previously implanted patent foramen ovale (pfo) closure device, the watchman sheath entered the coronary sinus (cs) and the wire perforated through the vasculature into the pericardial space. Visualization was extremely difficult with transesophageal echocardiography (tee) during the procedure, so the physician relied heavily on fluoroscopic guidance for much of the procedure. Because of the lack of visualization of the wire in the left atrium or pulmonary veins (pvs), and the inability to draw back blood via sheath, the physician opted to place a non-boston scientific pigtail catheter and inject contrast. At this time, it was confirmed that the physician was in the pericardial space. It was decided to reverse heparin and transport the patient, with all equipment still in position, from the catheterization laboratory to the hybrid operating room in case further intervention became necessary. Multiple angiograms were performed, which led to the suspicion that the physician had perforated through the cs. The physician stated that was not sure exactly what was perforated or at what time, but this is the belief at this time. The sheath was eventually pulled back, which led to a slow drop in blood pressure accompanied by the formation of a pericardial effusion measuring 10-12 mm near the right ventricle (rv) wall. The sheath was then advanced back into position to occlude the perforation, a pericardial drain was placed, and the sheath was then pulled back again. The patient remained stable with no significant changes in the effusion and stable blood pressure. The physician decided that no further intervention was necessary unless the patient status changed. The patient remains stable and is expected to fully recover. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a small amount of fluid present in the transverse sinus noted prior to the procedure. During the procedure, while the physician attempted to perform the transseptal puncture below a previously implanted patent foramen ovale (pfo) closure device, the watchman sheath entered the coronary sinus (cs) and the wire perforated through the vasculature into the pericardial space. Visualization was extremely difficult with transesophageal echocardiography (tee) during the procedure, so the physician relied heavily on fluoroscopic guidance for much of the procedure. Because of the lack of visualization of the wire in the left atrium or pulmonary veins (pvs), and the inability to draw back blood via sheath, the physician opted to place a non-boston scientific pigtail catheter and inject contrast. At this time, it was confirmed that the physician was in the pericardial space. It was decided to reverse heparin and transport the patient, with all equipment still in position, from the catheterization laboratory to the hybrid operating room in case further intervention became necessary. Multiple angiograms were performed, which led to the suspicion that the physician had perforated through the cs. The physician stated that was not sure exactly what was perforated or at what time, but this is the belief at this time. The sheath was eventually pulled back, which led to a slow drop in blood pressure accompanied by the formation of a pericardial effusion measuring 10-12 mm near the right ventricle (rv) wall. The sheath was then advanced back into position to occlude the perforation, a pericardial drain was placed, and the sheath was then pulled back again. The patient remained stable with no significant changes in the effusion and stable blood pressure. The physician decided that no further intervention was necessary unless the patient status changed. The patient remains stable and is expected to fully recover. The device is not expected to be returned for analysis.